Event description:
Customer called to report that he was unsure if the pod he was wearing was delivering insulin. He was wearing the pod on his arm and his blood glucose (bg) had risen above 400 mg/dl. He removed the pod, the cannula was not kinked or bent, and changed the pod. His bg returned to normal shortly after changing the pod. No further problems were reported.

Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a probable problem with a retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The user is instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed. This was identified as a reportable event during an ongoing review of the system.